Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected a steady increase in both right ventricular (rv) pace and shock impedance measurements since implant in 2016, to the point where the shock impedance was routinely above 170 ohms. The physician was no longer comfortable with these values and opted to explant and replace both the rv lead and the ICD. Besides intervention, there were no other adverse patient effects reported. Product return is expected.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. In conclusion, laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected a steady increase in both right ventricular (rv) pace and shock impedance measurements since implant in 2016, to the point where the shock impedance was routinely above 170 ohms. The physician was no longer comfortable with these values and opted to explant and replace both the rv lead and the ICD. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.